Event description:
Customer reported her buttons were unresponsive while she was attempting a bolus. The customer's blood glucose was unknown. The customer also reported the numbers were ramping up on her insulin pump. Customer could not recall any significant events leading to the keypad issues. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
No unexpected failed battery test alarm was noted. No unexpected number ramping anomaly was noted on the display. The insulin pump had intermittent down arrow button response due to corroded keypad traces. The insulin pump had a cracked display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, a cracked belt clip slot, stained end cap sticker and a stained address and serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.